Manufacturer narrative:
From the information we received it appears a non-union occurred due to what appeared to be missing bone or misaligned bone and the nail appeared to fatique due to this.

Event description:
We received an x-ray of nail failure. The product was not returned, and further information was not given.